Event description:
Customer reportedly received results of 42 mg/dl, 104, and 28 mg/dl within 3 minutes on the inform system. The patient was being prepped for surgery and did not experience any hypoglycemic symptoms. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.